Manufacturer narrative:
We received one 834hf75 catheters with an attached monoject 3ml syringe with 1.5 ml limited volume for examination. The reported event that "balloon was slow in deflating as the pa (pulmonary artery) lumen was partially occluded and no wave form detected" was not confirmed. However, the balloon inflated but failed to maintain inflation for 5 minutes due to an interlumen leakage observed between the inflation and distal lumen in the backform. Further testing confirmed the leak to be occurring from inside the backform. An x-ray revealed a void in the backform. All other through lumens were patent without any leakage or occlusion. No other visual damage, contamination, or other abnormalities found on the catheter and syringe. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Event description:
As reported, after inserting this swan ganz catheter into the patient, the balloon was slow in deflating. The pa (pulmonary artery) lumen was partially occluded, and there was no wave form detected. Using another catheter the issue was solved. Unfortunately, further information about this incident was requested but it was not available. There was no allegation of patient injury.